Event description:
It was reported that at a clinic visit the physician ran a system diagnostic test and high impedance was observed. The physician then referred the patient to a surgeon and ordered x-rays to be performed. The physician was instructed that the manufacturer recommends programming the output current of the device to 0ma when high impedance is observed. However the physician decided to leave the device programmed on. The patient underwent lead and generator replacement surgery however the explanted devices were discarded following surgery. Therefore product analysis cannot be completed.